Event description:
It was reported that this implantable pacemaker had premature battery depletion (pbd). To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had premature battery depletion (pbd). To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.